Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product in route.

Event description:
It was reported that the controller had no "no power alarm". It was exchanged and no effect on the patient was reported.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing due to the internal nickel-metal hydride (nimh) battery was found depleted and unable to be recharged. The most likely root cause of the reported event can be attributed to a faulty internal nickel-metal hydride (nimh) battery. Heartware has opened an internal investigation to evaluate the root causes of the faulty internal nickel-metal hydride (nimh) battery. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.